Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a clinical specialist (cs) regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure for tumor resection. It was reported that while registering with tracer they felt inaccurate posterior with both the straight suction and straight pointer. They re-registered with tracer, then point merge, and then 3 point tracer and in all instances they were inaccurate posterior. They felt 1/2 cm anterior. It was noted that the exams were from (B)(6) 2018, but both surgeons stated that the patient's anatomy had not changed. Navigation was aborted but the surgery was not. The length of extended surgical time was less than 1 hour and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The system archives were reviewed. The archives followed imaging protocol, however the entire anatomy is available and the trace was done as if the top of the head was missing. A few points were located below the skin as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary included in previous regulatory report #: 1723170-2019-00424. If information is provided in the future, a supplemental report will be issued.